Event description:
The customer received out of range control results on her contours. The meters did not automatically mark them control tests, which will be displayed as blood results when accessing the meters' memories. No adverse event was alleged. Control solution is to be returned for evaluation. New strips, meters and control were sent to the customer.